Event description:
It was reported that the touchscreen is not working properly. It was noted that the laser was not available to be used prior to an upcoming case. The procedure was not completed due to the touchscreen difficulties. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3 manufacture email: (B)(6). The device is not available for analysis and no work order has been assigned to this case; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
D3 manufacture email: (B)(6).

Event description:
It was reported that the touchscreen is not working properly. It was noted that the laser was not available to be used prior to an upcoming case. The procedure was not completed due to the touchscreen difficulties. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.